Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the pouch had evidence of a seal all the way around the pouch and was sealed on the sides and the top. The bottom was not sealed but had the white tyvek seal was present on the clear plastic of the pouch. There were numerous shaft kinks and within the pouch was creased in the same locations as the kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the package seal was open. During a percutaneous coronary intervention, a 6f cls4 mach1 guide catheter was selected. When the device was taken out from the outer package, they found that the pouch was already opened. They completed the procedure with a different device. No patient complications reported and the patient's condition is good.

Event description:
It was reported that the package seal was open. During a percutaneous coronary intervention, a 6f cls4 mach1 guide catheter was selected. When the device was taken out from the outer package, they found that the pouch was already opened. They completed the procedure with a different device. No patient complications reported and the patient's condition is good.